Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: vad stopped running. Specific component(s) involved: pump drive unit malfunction. Additional text: pump. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : attempted to switch out controller and cables, but did not resolve implant device type: lvad. Malfunction device type: